Event description:
It was reported that the pump time and date were incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer corrected the time and date and resumed insulin therapy.